Manufacturer narrative:
The problem was due to a component failure (damaged oc mirror and focusing lens). We are unaware about patient injury. Device evaluated by distributor.

Event description:
The laser system has the following problem: " after few hours of work, the resonator mirror, the biconvex lens and the output coupler were damaged ". No adverse effects to patient were reported.